Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the insulin pump froze on him and did not administer a bolus. He reported that removing the battery did not resolve the issue. He went to input the carbohydrates value, but the blood glucose kept flashing on the display. He stated that the insulin pump would not proceed. He replaced the battery, and now the insulin pump showed the time and insulin. The customer's blood glucose was 134 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.